Event description:
Gambro received a report of a pt dialyzing on a c3 machine who became unresponsive and required cardio pulmonary resusitation. The pt was hospitalized and made a do not resusitate by family.

Manufacturer narrative:
Gts awaiting permission to inspect machine. This unit has remained in service since this incident with no further reported incidents. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event. Gambro does not regard to the submittal of this report as an admission of liability.